Manufacturer narrative:
Investigation results: maquet's visual inspection on 03/06/2009 showed scratches on the tube shaft and the optic was compromised. The scope was shipped in scholly fiberoptics, our contract MFR on 03/09/2009 for further investigation. Maquet received scholly's investigation result on 03/17/2009 concluded that scope shows normal wear and tear. The damage to distal illumination fibers appears to have been a result of handling the device. The reported observation was confirmed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the scope image was too dark and spotty. Another scope was used for the case and procedure was completed. No pt complications were reported.